Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a motor error alarm. Customer's blood glucose value was unknown. Customer stated that they were not able to describe the possible damage to the drive support cap. Customer stated that the insulin pump had a motor encoded position error. Customer stated that the insulin pump was not exposed to high magnetic field. The insulin pump will not return for the analysis.